Manufacturer narrative:
Received only the stent without the suture for evaluation. The reported event was confirmed as cause unknown. The sample was visually evaluated and observed that the stent was broken on the pigtail. The exact cause of the sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not forcibly insert or remove the stent. It may injured patient or/and damage this product. Avoid improper handling of stent such as bending, kinking, tearing and etc. Avoid contact with sharp edges as this may cause damage to the stent. If grasping device is used, the stent should be removed from ureter first. Tearing of the stent can be caused by sharp instrument. Determine the proper stent length for the patient. Selection of too short a stent may result in migration. In the event of stent migration , cystoscopy or ureteroscopy should be used to return the stent to the original position or removed it from the patient. Care should be exercise d when removing the stent to eliminate tearing or fragmentation." (B)(4).

Event description:
It was reported that the pigtail portion of the device was broken, when the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pigtail portion of the device was broken, when the package was opened.